Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to erosion. The patient was incontinent again which led to the discovery of urethral erosion at the cuff site. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted approximately a month later. Following the surgery, the patient was expected to fully recover.